Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 5 on main will not register as open or closed. A field service engineer found the open/close sensor cable was cut. Replaced the sensor with a new one, tested in the hardware test application, and service was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5 had failed to stay closed and required maintenance. The machine was restarted and unplugged, but the issue was not resolved. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.